Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 656 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Two days prior to the index procedure, the patient was admitted for evaluation of unstable angina. He was initially treated with mucomyst to prepare for coronary angiography. The index procedure treated a 2.5 x 20 mm, 80% stenosed lesion in the 2nd obtuse marginal branch (om2) with direct placement of a taxus express2 2.5 x 20mm drug eluting stent. Residual stenosis was 0%. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. At 655 days post index procedure, the patient was readmitted after experiencing severe left-sided chest pain which radiated through to his back. Outpatient medications included aspirin and clopidogrel. ECG showed sinus rhythm and diffuse st-t wave abnormality suggesting inferolateral ischemia. Per discharge summary, the patient ruled out for myocardial infarction by cardiac markers. The om2 was treated with balloon angioplasty and placement of a 2.5x16mm taxus express stent the day after admission. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on continued aspirin and clopidogrel. The investigator assessed the device casuality as unrelated. In september 2007, the clinical event committee assessed the device relationship of this tvr as possibly.